Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between insulin pump and mobile device application and also reported difference in sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product(s) unk_fotasoftware, unk_sensor. Troubleshooting on reported event was not performed. No harm requiring medical intervention was reported. Product return is not applicable for non-physical devices. No product return is required for unk_sensor.